Event description:
It was reported that a pt could not adjust their stimulation being their device would not turn on. It was noted that the device was not dropped nor had gotten wet, however, a rubber seal was damaged/loose. The programmer device was noted as being scrapped and replaced due to corrosion. The pt had surgery on (B)(6)-2010, to attempt resolution of the issue. Following the surgery, an infection occurred and the device was later explanted. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)